Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that in addition to not consuming lunch, a non-tandem infusion set cannula became bent. Reportedly, this caused the customer¿s blood glucose to become elevated to 693 mg/dl. To address bg, the customer changed out the infusion set and administered a manual injection. Brand of infusion set was not reported.